Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered within range at the time of the event. No other patient samples were affected and the issue was limited to one patient sample. The repeat measurement of the same sample using the same system and reagent recovered acceptably. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. The atellica neph 630 system with catalog number 11239861 described is not marketed in the united states (us) and the PMA/510(k) number is for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10461865 and its unique device identifier is (B)(4).

Event description:
A discordant, falsely low free light chains, type lambda (flc lambda) result was obtained on a patient sample using a 1:5 dilution on an atellica neph 630 system using n latex flc lambda reagent. The discordant result was not reported to the physician(s). The sample was repeated for flc lambda on the same system with the same reagent using a 1:32000 dilution, resulting higher. This result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low flc lambda result.